Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress.

Event description:
This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a female patient of unk age and origin. The patient was taking an unspecified medication for treatment of an unk indication. On 06-sep-2007, the humapen ergo burgundy/clear pen body with a clear cartridge holder attached was reported to have the cartridge holder not fixing well to the pen, and both engagement tabs were broken. This humapen ergo burgundy/clear pen body was associated with cid00539239. It was unknown who was the operator of the device and if the operator was trained or not. It was unk how long the patient had used this device model and she had used the reported device for two years. The return of the device is anticipated and investigation was in progress. It was unk if the humapen ergo burgundy/clear was switched to a new device. Updated on 25-sep-2007. Additional information received on 25-sep-2007. Added the reported malfunction that both engagement tabs were broken. Updated narrative and correspondent fields.